Event description:
After about 45 minutes of a hemodialysis treatment, a small amount of blood was found on a sterile towel under the catheter. Investigation revealed a pinhole in the venous side of the ij catheter under the white clamp.